Event description:
It was reported that the episodes of noise were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.